Event description:
It was reported that there was evidence of fluid intrusion in the mattress on the bed. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
The product is not being returned to manufacturer for evaluation.